Event description:
The pt a jockey was injured in 2000, and sustained a torn rotator cuff when they from their horse, following surgery in 2001 they went to physician therapy for approx 7 months without improvement. The pt was referred to a second surgeon. In 2004 an arthroscopic surgery was performed and which found a broken piece of the panalok anchor.